Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the insulin pump alarmed button error and the buttons were not responding. The customer also mentioned that she had some high and low blood glucose events about 4 weeks ago. The customer did not recall any significant events leading to the alarm. Blood glucose value was 101 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.